Event description:
Customer reported the workstation monitors are not working. The keyboard has lights and the table says "ready". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a tripped circuit breaker. There had been storms in the area and customer suspects that was the cause of the tripped breaker. System operates as intended.